Event description:
Procedure: wedge resection. According to the reporter: staples did not form properly after firing, resulting in part of the tissue not closed. The case was extended by more than 30 minutes due to this problem.

Manufacturer narrative:
(B) (4). (B) (4).